Event description:
A motor stall was reported; the pt had undergone an MRI. Add'l info has been requested, a f/u report will be sent when add'l information becomes available.

Manufacturer narrative:
(B) (4).